Manufacturer narrative:
Return of product has been requested. No physical return of product was provided, unable to proceed with product investigation or analysis at this time.

Event description:
Brush head has fallen out of the mounting after about the fifth use and a small metal pin comes loose too [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that in the previous year, he had purchased two packages of oral-b flexisoft brushheads for use with an oral-b rechargeable toothbrush, version unknown. He noted that this was the second pack where the brush head had fallen out of the mounting after about the fifth use, and a small metal pin came loose too. He asserted that he had never had this problem before in all his years of using oral-b electric toothbrushes. No symptoms developed.

Manufacturer narrative:
On 21-jul-2016 product investigation results: reporter returned two toothbrush heads on 05-jun-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head has fallen out of the mounting after about the fifth use and a small metal pin comes loose too [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that in the previous year, he had purchased two packages of oral-b flexisoft brushheads for use with an oral-b rechargeable toothbrush, version unknown. He noted that this was the second pack where the brush head had fallen out of the mounting after about the fifth use, and a small metal pin came loose too. He asserted that he had never had this problem before in all his years of using oral-b electric toothbrushes. No symptoms developed.